Manufacturer narrative:
Review of the complaint text and service history for the commander fpc indicates that the barcode reader continued to have intermittent barcode misreads that were not resolved by field service through routine maintenance procedures for cleaning, calibrating and adjusting the barcode reader. A second field service visit resulted in a replacement of the barcode reader. Labeling: commander fpc manual review: the abbott commander flexible pipetting center operations manual, list number 6a97-27 section 10, troubleshooting and diagnostics, troubleshooting. A bar code has been misread section contains information about troubleshooting a misread bar code. This section also notes the customer should contact abbott customer support if assistance with this issue is needed. A review of service history for the commander fpc for the time frame of 06/04/2007 through 06/28/2007 did not identify any other service tickets from this instrument. This is the final report.

Event description:
The customer stated that barcode misreads are occurring intermittently on the commander flexible pipetting center (fpc) internal barcode reader. Two misreads occurred after field service performed routine cleaning, calibration and adjustment procedures for the barcode reader in 2007. The customer stated the fpc reads one digit on the sample barcode label incorrectly. This report is for barcode misread #1 where barcode ID read as five days later. No incorrect results were reported outside of the lab. No impact to pt management was reported.